Event description:
Treatment of an ica aneurysm. It was reported the middle section of the pipeline did not open during deployment. After several attempts without success, the pipeline was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline was found open with no deformation. (B)(4).